Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, 'patient reported greenish urine one month after balloon placement. Performed eda that pointed blue valve and hyperinflated balloon." The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell and center patch were noted to be discolored, as they were observed to be blue in appearance. White and brown particles were noted on the outer surface of the device; brown and black particles were noted on the inner surface of the shell. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings. Under microscopic analysis, the first opening near the radius of the shell was noted to have striated edges, consistent with surgical damage and device removal activities. Under microscopic analysis, the second opening on the radius of the shell was noted to have sharp-edges. White and brown particles were observed in the valve channel.